Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted as the customer was on a saline trial. Tandem customer technical support (cts) had the customer perform a system check and the pump was operating as intended. There was no damage noted to the cannula. Cts assisted the customer with inserting a new infusion set site.